Event description:
Boston scientific received information that the patient presented for a device replacement procedure. Upon interrogation, it was noted that measurements from the right atrial (ra) lead enabled the lead safety switch (lss) to change the configuration to unipolar. It was assumed that this occurred due to intermittent low pacing impedance measurements. The electrogram (egm) showed noise. The physician suspected a conductor fracture and insulation damage due to subclavian crush. A new device and lead system was implanted. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.